Event description:
It was reported that a one-link extension set experienced a no flow. This occurred during infusion. The valve was removed and the solution was delivered manually. The customer stated that solution can be pushed through the device manually but not when set up with a solution bag. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.